Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device in the report is not distributed domestically and, therefore is not required to have an associated UDI-di in the report. Additionally, when the device was manufactured and distributed into the intended geography, there was no existing UDI-di regulation for the geography.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure- 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty o2 flow transducer on the smart pneumatic module (spm) board. The spm board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.